Event description:
The user facility reported the following incident: the patient was having trouble with the valve. In surgery, the physician hooked up the valve to a monometer, and the valve would only allow flow at a pressure of over 30 cmh2o.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.